Event description:
Customer reported difficulty with the quick bolus/wake button on their pump, which required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.